Event description:
The account alleged the left siderail will not latch.

Manufacturer narrative:
The tech found the siderail latch was sticking due to an unk substance gumming the latch. The tech cleaned the latch assembly to repair the bed.